Manufacturer narrative:
Correction to h6; component code, device code, type of investigation, investigation findings, investigation conclusion. The 14 fr esheath plus was returned to edwards lifesciences for evaluation which confirmed the reported event. Due to the nature of the complaint, no functional or dimensional testing was performed. Imagery was provided that showed that the sheath liner was fully expanded as designed, the distal tip was torn radially but not separated, hdpe was stretching on the distal tip, scratches were noted on the hdpe material, the liner was partially delaminated, there is a liner strand, the liner was torn beginning 3.75" distal of the strain relief, approximately 1.5" in length. The 3mensio was reviewed and the following observations were made: tortuosity and calcification were present within the patient's access vessels, and the sheath distal tip was torn radially along the distal edge of the liner but was still connected to the shaft. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed other complaints relating to the complaint code. The s3ur IFU, device preparation manual, and device procedural manual instructions for use (IFU) were reviewed. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath distal tip torn, sheath liner torn, and sheath liner strand were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "after a 14fr esheath+ was removed, the distal tip of esheath+ was found damaged. The distal tip of esheath+ was not torn". Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a previous risk assessment. While a conclusive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the distal tip tear. Additionally, 3mensio imagery was also provided and shows the presence of access vessel tortuosity near the aortic bifurcation. Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath distal tip, which may lead to the valve struts catching onto the sheath distal tip and tearing it. The failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. An existing technical summary technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over two years found that patient/procedural factors (e.g. Access vessel tortuosity/calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. In addition, this technical summary is applicable to esheath+ as there are no significant changes related to the sheath shaft and liner. This includes material composition, manufacturing process, inspection, and testing. The only update is related to the strain relief material at the proximal end of the sheath shaft. This was modified to improve manufacturability at the component level for improvements relating to the extrusion and handling and does not affect liner integrity. A review of IFU and training material is captured in the technical summary, which applies to this complaint event. However, the training manuals for this complaint event (esheath+ with s3ur and commander delivery system configuration) are not captured in the technical summary. However, the review of the instructions/manuals within the technical summary remains equivalent to the instructions/manuals for this complaint event since the relevant verbiage between the documents is similar. The content adequately provides warnings and instructions for use regarding the reported complaint event. Per imaging evaluation, calcification and tortuosity were present in the patient's access vessel. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during the advancement or retrieval of the delivery system. Vessel angulation can create suboptimal angles during delivery system advancement through the sheath. The delivery system or balloon catheter can potentially catch on to the liner of the sheath and lead to liner tears upon introduction or removal. Incomplete deflation of the compatible balloon device prior to removal from the sheath can damage the liner. A balloon burst or tear could also make it difficult to deflate the balloon and would alter the balloon profile during removal. The force required to withdraw the balloon could then lead to tearing or weakening of the sheath liner. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with sheath shaft liner tears. There are several 100% in-process inspections (visual) performed in the manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. As such, these inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. Per evaluation of the returned device, a liner strand was present at the sheath distal tip. Per the imaging evaluation, calcification and tortuosity were present in the patient's access vessel. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve catching onto the liner and tearing it during delivery system insertion and/or withdrawal, leading to the observed liner strand. Sharp calcified nodules in the access vessel can also directly tear or weaken the liner. In this case, available information suggests that patient factors (tortuosity, calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. The complaint of sheath distal tip torn was confirmed. This issue has been previously identified in product risk assessment (pra) and a CAPA.

Event description:
During a transfemoral transapical transcatheter aortic valve replacement (tavr) for the native aortic position, the access was obtained from the left femoral artery and a 23 mm sapien 3 ultra resilia valve was deployed per instruction. After the 14fr esheath+ was removed, the distal tip of esheath+ was found damaged. There was no patient injury reported. Imagery was provided that showed the distal tip was torn. No abnormalities were noted on the esheath+ after removing the esheath+ from packaging or during prep. No difficulty was experienced during device insertion and withdrawal. It was thought that the sheath got minor scratches during advancement with scattered local calcification and the tip was torn when the valve exited the sheath tip. The device will be returned for examination.

Manufacturer narrative:
The investigation is ongoing.